Event description:
Device switches on automatically green status indicator still flashing. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat¿ from heartsine technologies on the 16th july 2014. The device was returned for ¿device switching on automatically¿. Between the 7th january 2019 and the 7th march 2019 the device records multiple manual power ons of nonsensical duration alongside three manual power ons of 10 minutes duration. Measurements taken during the investigation including an excess current drain would indicate a failing membrane. The fault was traced back to corrosion on the membrane tail. The faults could not be replicated when some of the corrosion was cleared from the membrane tail. This would confirm the failure of the returned membrane due to the corrosion on the membrane tail. The corrosion on the membrane tail and the corrosion on the contact collars, pad-pak terminals and screws would indicate that the device had been stored outside the indicated conditions. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device switches on automatically green status indicator still flashing. There was no patient involved in this event.